Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-sep-26 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that for about the past 3 months they had noticed their therapy was randomly turning itself off. They said they would get the sensation their therapy was off (can feel pressure at groin when on) so they would connect to the ins, confirm battery was adequately charged, and have to slide their therapy back to the 'on' position. They went on to say that when they would slide therapy back on, it would not return to previous amplitude of 2.0 ma, but, rather, go to 0.1 ma. This started about the same time as therapy turning itself off. They confirmed the program did not change. They were still able to increase therapy back up to 2.0 ma. They indicated there had been an increase in frequency of therapy turning itself off now compared to when it first started, and that more often the therapy returns to 0.1 ma when turned on than the previous settings. They stated they had met with manufacturing representative (rep), who performed several tests and attempted lots of troubleshooting. They confirmed that they had not been subjected to any electromagnetic interference or major magnets. They denied trauma to the area. They stated they also use an insulin pump, but did get confirmation that it should not be interfering with the functionality of the interstim. They stated they've made their managing healthcare provider (hcp) aware of therapy issue and they patient suspected they may be getting the ins replaced. Patient services (ps) reviewed that this was a very unusual behavior and redirected patient to their healthcare provider to further address the issue. They were referred to ps from rep. Ps informed the patient that email would be sent to rep to update them that this communication transpired. They also stated that over the past 5 years they had lost 100 lbs. On 2024-dec-17 additional information was received from a manufacturer representative (rep). The rep reported that they met with the patient on (B)(6) 2024 at the clinic. At that time, they told the rep that they believed their device would turns itself off. The rep asked them to turn on their programmer at that time to see if that was the case. The device was actually on and fully charged so there was no way for me to verify that the device was turning itself off on its own or if this was a case of user error (meaning perhaps the device had shut off if it was not charged). On (B)(6) 2024 the patient reached out to the rep with various screenshots of their programmer while the rep was in or. Since the rep could not speak with the patient at the time and the patient was advised to call patient services to troubleshoot. At that point, the rep received a message from patient services saying that the next step would be to speak with their doctor and determine if replacing the device would be the best course of action.